Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the reported issues were confirmed. The angulation knob functioned but had stiff motion and the air/water flow was blocked. During inspection, the following issues were noted: the suction cylinder showed interior scraping; the light guide cover glass was dirty and scratched; the switch box was dented; switch button 1 was scratched and sticky; universal cord was scratched; the adhesive on the bending cover was detaching; the connector cover was dented; the scope cover was discolored and scratched; the lock engagement lever connector was corroded; the forceps channel port was sheared; the scope cover unit was scratched; and the hand grip was scratched. Functional testing showed the bending angle in the up, down and right directions did not meet specifications. The bending angle issues and knob stiffness occurred due to a worn angle wire. In addition, testing showed the resolving power did not meet with specifications due to damage to the charge coupled unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus medical that colonovideoscope had stiff angulation control, a damaged air/water button and the "tip was stuck" in the air/water cylinder causing obstruction of flow. These issues were identified during customer maintenance. The device was returned to olympus medical for evaluation. During evaluation, foreign material was identified in the air/water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.